Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, an echocardiogram was performed and the impella device appeared to be shallow. The device also exhibited aortic placement alarms with plans to reposition under transthoracic echocardiogram guidance.